Manufacturer narrative:
Corrections: a1 - patient identifier (in confidence): in earlier report, "(B)(6)" should have been entered instead of "(B)(6)". H6 - health effect - impact code: in earlier report, code 4610 should also have been entered.

Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete patient information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2021-18068, 1627487-2021-18069. It was reported the patient experienced inadequate stimulation with their scs system. In turn, reprogramming was unable to resolve the issue. As a result, surgical intervention was undertaken wherein the system was replaced resolving the issue.